Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was incorrectly displayed. Tandem technical support advised the customer to leave the pump plugged in for one hour; customer declined further follow up. The customer's blood glucose was 231 mg/dl.